Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8110 failing calibration account name: (B)(6). Account #: (B)(6). Asset name: 8110 syringe module v8.5.6 r (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8110 failing the height gage test using systems maintenance. Case resolution: customer stated they had just replaced the housing assembly, and the unit is still failing for the same test. Customer stated they cleaned the linear sensor already. Recommended customer remove the assembly and make sure the wiper blades were not damaged. If they looked fine, I recommended installing the old assembly and send in for repair. Issue may be due to the logic board. Ended call.